Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from germany stating that both lamps unexpectedly switched off during a surgical procedure and the m400 e had a loss of function. There was no patient injury.

Manufacturer narrative:
This is a final report. The investigation determined that the root cause of the light switching off was a faulty control unit on a 13-year-old surgical microscope. Due to the age of the device, this defect can be considered a sign of wear and tear. Based on the identified root cause along with the review of the complaint statistic, it can be concluded that the reported issue is an isolated, random component failure with no indication of design or manufacturing issues and no evidence of an adverse trend. The defective control unit was replaced. The m400 e works according to specification.